Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The investigation found no damage or defects to the exposed soft cannula. Therefore, the cause of the reported pod cannula dislodge event could not be determined. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problem was found regarding the reported leaking during wear event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged. The pod was also reported to be leaking. No treatment information was provided.